Event description:
The catheter was placed pre-op in the pt's right radial artery. After the operation, the nurse noticed oozing from the catheter and found it had separated. The pt was returned to the operating room where the separated catheter portion was removed without complication.